Event description:
On 2/apr/2021, through a clinic survey, fresenius became aware of this former peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy, utilizing fresenius product(s) and device(s) who experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning the patient¿s hernia; however, no additional information was obtained. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Additionally, a temporal relationship was stated by the patient between ¿hernia problems¿ and ccpd therapy, yet it is unknown if the patient¿s hernia preexisted the start of pd therapy or if pd therapy exacerbated the severity of the hernia. Presently, there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hernia. The patient continued with in-center hemodialysis for renal replacement therapy following this event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the initial diagnosis of the patient¿s hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. There was no reported source of this patient¿s hernia, thus, the root cause cannot be determined. However, it is well known most hernias occur prior to the start of pd therapy. In the absence of a confirmed root cause of this adverse event, the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.